Event description:
It was reported that this lead exhibited high impedance measurements, with the patient requiring intervention. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.